Manufacturer narrative:
Pr (B)(4) follow up for device evaluation. It was reported that the safety cover on the needle did not fully cover the needle. To support the investigation, forty sealed blister-packaged samples from batch 5225637 and one photograph were provided for evaluation by the quality team. A visual inspection of the samples revealed no defects or imperfections. Each sample contained the safety mechanism, which was successfully activated and covered the needle as intended. The photograph, however, depicted a needle assembly without packaging or a plastic shield. In this image, the safety mechanism was missing the top component that would normally cover the needle upon activation. No additional defects or irregularities were observed. A review of the device history record for material number 305916, batches 5225636 and 5225637, confirmed that all visual inspections were performed according to requirements, with no quality notifications related to the reported condition. The lots were inspected and accepted based on the inspection control plan and subsequently approved for shipment. Additional device history reviews were conducted for each batch of needles used in manufacturing this final batch, and no documentation indicated the presence of this type of defect during the entire production run. To date, no similar events have been reported for these batches. Based on the investigation and analysis of the returned samples, the reported issue could not be confirmed. However, the photograph provided does confirm the customer¿s observation. Without the actual physical sample for analysis, a probable root cause could not be determined.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb had a needle shielding failure. The following information was provided by the initial reporter: (B)(6) 2025: nurse was drawing up when she deployed that safety glide did not cover the needle, no injury occurred. (B)(6) 2025: nurse engages safety glides to cover the needle it did not cover the needle all the way only to the side and nurse did not look but heard the click and put her finger on the exposed side and stuck herself. Case (B)(4).